Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 142 mg/dl at the time of incident and current blood glucose level is 174 mg/dl. The customer stated that the reservoir was empty and insulin pump getting no delivery alarm and customer was not able to clear the alarm. The insulin pump will not be returned for analysis.